Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be peeling at the up arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok and contrast buttons were intermittently unresponsive; the up and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. The audio bolus button was found to be unresponsive; the button cover was removed and the internal slug was found to be misaligned, along with contamination on the bolus contact. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.